Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Device specific lot information was not available, therefore a review of device history records was not able to be performed. However, all non-conformance for screws ((B)(4)) and plate ((B)(4)) were reviewed and no non-conformances or issues during the manufacture or release of the product were identified to date that could have contributed to the issue reported. The available information indicates all hardware was removed in a revision surgery on (B)(6) 2018 due to non-union. A number of factors could have contributed to the removal of all hardware, however based on the available information the explanting surgeon stated it was non-union of the patient's bones. However, no malfunctions have been alleged with any tmc hardware nor does any information indicate it was a determining factor for performing the revision. The device is intended for fusion/stabilization and non-union is a known potential adverse event identified in the instructions for use provided with the sterile kit. The company will supplement this MDR as necessary and appropriate.

Event description:
After an original bunion surgery in (B)(6) 2018, all hardware was removed in a revision surgery on (B)(6) 2018 due to non-union. There was no other report of any patient impact or injury as a result of this event.